Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. The patient reported experiencing palpitations. Boston scientific technical services (ts) was consulted and upon review, noise was noted on the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. Out of range impedance measurements were noted on both the ra and lv leads. Undersensing, oversensing and loss of capture (loc) were also observed. Additional information confirmed a chest x ray was performed and a dislodgement of all three leads was confirmed. Due to twiddler's syndrome. A lead revision procedure has been scheduled. Additional information was received that these three leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. The patient reported experiencing palpitations. Boston scientific technical services (ts) was consulted and upon review, noise was noted on the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. Out of range impedance measurements were noted on both the ra and lv leads. Undersensing, oversensing and loss of capture (loc) were also observed. Additional information confirmed a chest x ray was performed and a dislodgement of all three leads was confirmed. A lead revision procedure has been scheduled. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. The patient reported experiencing palpitations. Boston scientific technical services (ts) was consulted and upon review, noise was noted on the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. Out of range impedance measurements were noted on both the ra and lv leads. Undersensing, oversensing and loss of capture (loc) were also observed. Additional information confirmed a chest x ray was performed and a dislodgement of all three leads was confirmed. Due to twiddler's syndrome. A lead revision procedure has been scheduled. Additional information was received that these three leads were explanted and replaced. No additional adverse patient effects were reported.